Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient 1 sample 2 result of 0.111 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. A corrected report was later issued for the patient and no treatment was initiated, altered or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601775.

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. Reported qc fluid performance indicates a vitros tropi es lot 5010 performance issue is not a likely contributor to the event and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. No diagnostic within run precision testing was performed when requested and it was established that instrument maintenance was not being performed in line with ortho guidelines. Therefore, an instrument issue cannot be ruled out as a contributing factor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Additionally, the sample was known to be hemolyzed when tested and this also cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 5010.